Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a laparoscopic gastric sleeve procedure, when the device was on the sterile field outside of the patient, clips were falling out the device unformed and the device was firing scissored clips. Another device of the same product code was pulled and used to complete the procedure without incident. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # k9117k. The analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. No scissored clips were formed upon evaluation. Please note that an investigation has been initiated to address the potential root cause of the dropping or ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.